Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).

Event description:
The pt posted in an internet blog on (B)(6) 2010 that following approximately one month of contact lens wear, she has experienced two eye infections and pink eye. The internet blog posting was read by the device MFR on (B)(6) 2010. This event was identified from an internet blog. No contact info was provided, therefore no further f/u can be performed.